Event description:
It was reported that a lead revision was planned for (B)(6) but because, there was a lead issue. It was unknown if there were any patient symptoms or complications associated with this event. It was unknown if any diagnostic testing or troubleshooting was performed, what the cause of the issue was, or if the issue was resolved. The healthcare provider (hcp) further reported that the patient experienced no coverage as a result of the lead issue. It was noted, the manufacturer¿s representative (rep) ¿tried¿ regarding the lead issue. It was noted, the physician also planned to replace the implantable neurostimulator (ins) with a primary cell device but the case was pending authorization and was not done as of (B)(6). The physician¿s plan was to reimplant/lead revision if needed but insurance denied this and the case was on hold.

Manufacturer narrative:
Product ID 3888-45, lot# v645701, implanted: 2011 (B)(6); product type lead product ID 3888-45, lot# v677811, implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37742, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3888-45, lot# v645701, implanted: 2011 (B)(6); product type lead. (B)(4).